Event description:
Customer reported that erroneously high sodium and chloride results were generated by the synchron lx I 725 system. The customer changed the sodium sample electrodes following routine preventive maintenance. The system was within calibration prior to the event. The results were not reported out of the laboratory. The samples were retested on the facility's back-up system and the results obtained were within specification. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the system were taken. No growth was detected. The fse examined the system and found that the electrode quad rings were not installed correctly when the na measuring and reference electrodes were interchanged by the operator. The system was repaired and no further events were reported. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.